Manufacturer narrative:
This serves as a correction report. Section g-3 (date received by mfg) was incorrectly documented in the MDR follow up #1 report. The correct g-3 date is (B)(6)2021.

Event description:
A customer reported that she was unable to test due to her adc freestyle libre 2 reader not powering on with button or test strip insertion. As a result, she was unable to monitor her glucose levels and experienced unspecified symptoms of hypoglycemia, nausea, "circulatory problem" and "outbreaks." The customer was given apple juice for treatment by her parents. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that she was unable to test due to her adc freestyle libre 2 reader not powering on with button or test strip insertion. As a result, she was unable to monitor her glucose levels and experienced unspecified symptoms of hypoglycemia, nausea, "circulatory problem" and "outbreaks." The customer was given apple juice for treatment by her parents. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Code 4316 appropriate term/code not available was used in h6 (investigation conclusions) as the complaint is confirmed to poor soldering of the cpu. The reported reader was returned and investigated with retained test strips. Visual inspection was performed on the reader and no issues were observed. The reader did not power on upon the following actions: button depression, strip insertion, connection of the reader to a pc with a usb cable. An extended investigation was performed on the reader and after pressure was applied to the central processing unit (cpu), the reader was able to power on and the battery was able to charge. The reader did not display any error messages during investigation, therefore this complaint is confirmed to poor soldering of the cpu which can cause the battery not to charge. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that she was unable to test due to her adc freestyle libre 2 reader not powering on with button or test strip insertion. As a result, she was unable to monitor her glucose levels and experienced unspecified symptoms of hypoglycemia, nausea, "circulatory problem" and "outbreaks." The customer was given apple juice for treatment by her parents. There was no report of death or permanent injury associated with this event.